Manufacturer narrative:
The customer strips were returned for evaluation. Although it could not be determined if the bottle cap was already open when the customer got them, the strips gave satisfactory performance when tested with control solution.

Event description:
The customer opened a new carton of contour test strips and found the cap open on the bottle of strips. No adverse events were alleged. The test strips are to be returned for evaluation, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.